Event description:
Infant with umbilical artery catheter in place attached to a smiths medical closed blood sample kit. Concern noted during blood collection. Blood was pulled back into the closed system tubing to allow for a specific amount of waste before aspirating blood from the port for lab work. When aspirating the blood, air was noted to enter the syringe which affected the sample. Registered nurse reported there appeared to be air trapped under the port. There is concern that air entered the line via the kid's kit needleless port device. It was reported the correct procedure for collecting the blood sample was followed. The syringe was appropriately attached to the blunt cannula and the blunt cannula was inserted into the kid's kit port. If air enters the line, the tubing has to be replaced which includes discarding the infant's blood that has been pulled back into the closed system. This discard amount can be significant due to the premature infant's size. In this case, the air was pulsed out of the tubing using sterile technique and then reattached to the infant.